Manufacturer narrative:
Updated fields: h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a preparation for use, the video system had no image. There were no reports of patient involvement.